Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the pump restarted with no incident within three hours. It was noted there was no programming log since no update was performed. The patient was doing fine and had no withdrawal effects. No explant was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went in for an MRI on the report date at 9:30 in the morning. Upon first interrogation following the MRI, it showed a motor stall. After waiting ¿awhile¿ the second interrogation showed a motor stall recovery. It was noted the patient did not hear an alarm and reportedly telemetry mode occurred. There was no adverse event and the issue was resolved with the later second interrogation. The device system was used to deliver baclofen. It was later confirmed telemetry state had occurred. Additional information has been requested, but was not available as of the date of this report.